Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that during use with an unspecified bd infusion set the IV tubing separated at the y port. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the primary IV tubing separated between upper y port.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device lot #: 2211528 was reported, however, this is not a lot# manufactured by bd. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, pa was used as a place holder based off user facility. The initial reporter also notified the FDA. Medwatch report # mw5114522. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd infusion set the IV tubing separated at the y port. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the primary IV tubing separated between upper y port.